Event description:
Omnipod 5 iphone app creates bluetooth interruptions that affect cgm (dexcom g6) and hearing aids. Further, all not health bluetooth connections become intermittent when the omnipod 5 app is connected to a pod. The iphone was verified to be functional in both firmware and hardware twice by the apple genius bar. I switched back to the omnipod controller, and the phone returned to normal operations. Omnipod has been unresponsive to my request for support. A check of on-line feedback on the app indicates others have experienced problems with cgm readings being "blocked" as I experienced.